Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s facility administrator (fa) reported that during set up, a combiset bloodline separated at the venous chamber connection. They used a different set from the same lot and a separation occurred at the venous chamber connection 24 minutes after the initiation of the patient¿s hemodialysis (hd) treatment resulting in a visible blood leak. No issues were noted during priming. While disconnecting the set, the bloodline and venous chamber connection completely separated. The machine, a fresenius 2008t machine, did not alarm and it not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 15ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies and a new bloodline from a different lot. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, a leak was found on the conjunction of the venous chamber with the main line. After further inspection no other problems were detected. The complaint product sample was visually inspected during the inspection it was found a separation between the main line and the venous chamber due to a lack of solvent. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility¿s facility administrator (fa) reported that during set up, a combiset bloodline separated at the venous chamber connection. They used a different set from the same lot and a separation occurred at the venous chamber connection 24 minutes after the initiation of the patient¿s hemodialysis (hd) treatment resulting in a visible blood leak. No issues were noted during priming. While disconnecting the set, the bloodline and venous chamber connection completely separated. The machine, a fresenius 2008t machine, did not alarm and it not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 15ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies and a new bloodline from a different lot. The complaint device was reported to be available to be returned to the manufacturer for evaluation.